Event description:
It was stated that the reporter was not sure if patient showed up in the emergency room for treatment.

Event description:
It was reported that a patient was implanted with (1) 4.5mm narrow locking compression plate-dynamic compression plate (lc-dcp) 10 holes/ 178mm and (8) 4.5mm cortical screws in the left femur in (B)(6) 2014. It was discovered that there was a non-union and the plate broke. Original implants were removed on (B)(6) 2015 and replaced with lateral entry antegrade nail. Revision surgery was successfully completed without surgical delay.

Event description:
It was reported that a patient was implanted with (1) 4.5mm narrow locking compression plate-dynamic compression plate (lc-dcp) 10 holes/ 178mm and (8) 4.5mm cortical screws in the left femur in (B)(6) 2014. The patient went to the emergency room on unknown date due to pain. It was discovered that there was a non-union and the plate broke. Original implants were removed on (B)(6) 2015 and replaced with lateral entry antegrade nail. Revision surgery was successfully completed without surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complaint description revised. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: original complaint description revised. Unsure if patient showed up in the emergency room for treatment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.